Event description:
Event description guidant received information that this right ventricular lead displayed increasing threshold measurements. Although no change in lead position was visible upon x-ray examination, a microscopic lead dislodgement was suspected. During the procedure to revise the lead, the helix mechanism was unable to be retracted after an attempt to reposition the lead.